Event description:
It was reported the patient needed a controller exchange due to a green substance coming out of the controller. Log files were sent to ensure no mechanical malfunction. Log files showed no unusual events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green substance coming out of the controller was confirmed via evaluation of the returned heartmate ii system controller (serial number: (B)(6)). The log files were reviewed, data from (B)(6) 2025 was captured, and the system controller was observed to operate as intended. No notable alarms were observed, and the pump maintained the intended speeds without issue. Visual inspection revealed fluid ingress at the white power cable strain relief. The system controller underwent preliminary and functional testing and passed all tests without issue. The power cable layers were stripped, and fluid ingress was observed throughout both power cables. No damage to the underlying wires was observed. The root cause for the reported event was unable to be conclusively determined through this analysis. During investigation, it was also noted that there was led issue with the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii patient handbook (rev. A) section 2 - ¿how your heart pump works¿ and heartmate ii left ventricular assist system (lvas) IFU with heartmate touch (rev. A) section 2 - ¿system operations¿ instruct users to keep their equipment, including the system controller, away from water or liquid, and to never submerge the controller in liquid. The patient handbook, section 10 - ¿safety checklists¿, and hmii IFU, section f ¿ ¿safety checklists¿, instruct users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.